Event description:
The customer reported that an 840 ventilator had a blank screen. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to check the breath delivery to graphic user interface cable, power supply and graphic user interface pcb. The customer reported to have replaced the power supply. The unit passed all tests. Covidien was not authorized to repair the unit.

Manufacturer narrative:
Covidien reference # (B)(4).